Event description:
Rptr went to radiology ctr for mammogram. Her breasts are large so they use a lot of compression. The problem is that the breast tissue can take a lot of compression but the pectoralis major muscles, under the arms cannot take that much compression. The pectoralis major muscles were sprained so bad that 4 yrs later she still has spasms which disabled her so she cannot work as a hair stylist or anything. This procedure must be changed and another way to x-ray the arm pit should be found. In the tech's report, she lies about why rptr was crying. She says rptr was crying because she thought she had cancer of right breast, rptr told her she was crying because it hurt. (*)